Event description:
It was reported that during a laparoscopic hepatectomy, fire came up from the proximal end of the jaw during actuation. The device was activated outside patient, the same event was occurred. After a nurse washed the jaws with the normal saline and wiped it with gauze, smoke reeked up. The jaws cleaned several times, but smoke kept reeking up. The device was stopped using. A harmonic ace was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information: how long has the surgeon been using the device?---it was the first time, so the sales rep was present to follow up. Was the product specialist present during the surgery? ---yes, the sales rep was present. Rf60 was used and there was no alert. What tissue was the device being used on when the incident occurred? ---liver. Was the tissue thick or fibrous? ---thick. How much time into the procedure did the event occur? ---twice. Approximately how many transections/activations had occurred prior to the incident? ---no information, but this event occurred in about an hour and a half to two hours. Did the device have contact with metal during use? ---no. Was arcing seen within the jaws or an actual flame? ---it was an actual flame. - arcing is normal within the jaws of the device. If a flame, was there any actual flame, like a fire flame? ---yes. If yes, where was the flame in relate to the jaw - tip, inside, etc. ---inside. Did the arcing or flame stop once the energy button was released? ---yes. Where was the device being used when it arced or flamed? ---it was used on the liver what is the patient's current condition? ---no problem. The device was checked at (B)(4). The device was activated properly without arcing or a fire flame.

Manufacturer narrative:
(B)(4). The device was received with the upper jaw bent, causing significant reduction to the gap between the electrode. The ptc was damaged at the distal end. During functional testing with the generator, sparks were noted and a replace device warning was received when the jaws were closed. No flame was seen during any functional testing. The upper jaw was visually inspected, an imprint of the electrode was found on the ptc. When the jaws were closed, the gap reduction allowed arcing to develop resulting in sparking and in ptc material further deterioration; black residues on the electrode are caused by this ptc deterioration. The damage flattened the ptc which resulted in the upper jaw to be in contact with the electrode creating an electrical short and a replace light illuminated, preventing rf power delivery from the generator.